Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleged that the screw that holds the back cane on has come loose and caused damage to the back cane.